Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. These products are used for treatment. The device history records were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, as there is insufficient information to allow for selection of a root cause. Root cause is unknown. No corrective or preventive actions are needed at this time. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04616-2 and 0001822565-2017-04619-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: event date- (B)(6) 2017. It was reported following a left knee arthroplasty, the patient underwent a manipulation. The patient is experiencing loosening, swelling, popping and snapping. No additional patient consequences were reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported following a left knee arthroplasty, the patient underwent a manipulation. The patient is experiencing loosening, swelling, popping and snapping. No additional patient consequences were reported.

Manufacturer narrative:
(B)(6). Concomitant medical products- unknown persona bearing, item # unknown, lot # unknown; unknown persona tibial tray, item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-04616 and 0001822565-2017-04619.

Event description:
It was reported following an initial knee arthroplasty, the patient is being considered for a revision due to unknown reasons. The patient is experiencing pain, swelling, loosening, and popping. The patient underwent two manipulations since the initial procedure. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.